Event description:
An event was report to midmark technical support on (B)(4) 2013 by (B)(6). The report stated that an employee's hand slipped off the handle of the manually operated midmark steam sterilizer when she was opening the door at the end of the cycle and she received 2nd degree burns by steam.

Manufacturer narrative:
This is a retrospective MDR filing based on a review of past evaluations. While the opening the door the employee raised the midmark m11 sterilizer handle to a position to allow the sterilizer door to fully open. The employee had intended on opening the door to the intermediate opening location to allow for steam evacuation. While performing this operation, her hand slipped off the handle and passed through the steam evacuation path. The reported injury was stated as a second degree burn and no further info was able to be attained. Five attempts at determining the full extent of the injury were made. To provide users with info regarding the operation of the device and any care that should be taken during operation instructions are provided in the midmark m11 operation manual.